Manufacturer narrative:
The reported event noise oversensing was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test, x ray examination, and visual inspection did not identify any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered that the right ventricular exhibited noise leading to oversensing and resulted in pacing inhibition. The lead was explanted and replaced on (B)(6) 2021. The patient was recovering post-procedure.